Manufacturer narrative:
For the reported malfunction, the device and a photo were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. For the reported malfunction, the device and a photo were returned to bd for evaluation. The investigation is confirmed for the alleged failure to aspirate. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.